Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 243 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the insulin pump might have been exposed to moisture. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.